Event description:
It was reported the patient experienced exposed vaginal mesh in the anterior vaginal surface approx 1 cm below the urethral meatus. The vaginal mesh was surgically removed. There was no evidence of erosion into the urethra or the bladder. Reference number: 2183959-2013-00845.